Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral regurgitation (mr) is due to progression of disease. The cause of the reported mitral stenosis (ms) cannot be determined. Additionally, the reported patient effects of mitral regurgitation and mitral stenosis are listed in the instructions for use, and are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to mitral stenosis, requiring treatment. (B)(4), expand g4 phase 1 and phase 2 study report. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) grade 4+, posterior leaflet prolapse, large flail, and posterior ruptured chordae. Two mitraclips were implanted without a device deficiency, reducing the mr to grade 1+. Reportedly, there was a pre-existing wide gap with a flail segment between the two implanted clips. On (B)(6) 2022, another echocardiogram was performed. The mr had increased to grade 4+, with a new area of prolapse and/or chordae lateral to the implanted clips. The wide gap and flail had gotten worse and a medial jet with the prolapse. On (B)(6) 2022, another mitraclip procedure was performed. Two additional xtw mitraclips were implanted without complications, reducing the mr to grade 2+. Per physician, the increase in mr was unrelated to the device and was related to disease progression. The physician doubts any tissue injury occurred due to the pre-existing large flail. The mitraclips remained stable and well seated without any device malfunction. On (B)(6) 2022, moderate to severe mr was noted. On (B)(6) 2023, the patient was hospitalized for a planned mitral valve replacement. The patient presented with recurrent, symptomatic mr and significant mitral stenosis. A mitral valve replacement was performed as treatment. Per physician, the recurrent mr was unrelated to the mitraclip device. Additionally, per physician, there was no device malfunction. No additional information was provided regarding this issue.